Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips to order replacement defibrillator paddles. There was no report of pt involvement.